Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported fingerstick values were enter during error display. At the time of contact, no injury or medical intervention was reported. The device was not returned for evaluation. The receiver data log was provided by the patient. The data log was reviewed on (B)(4) 2016. The complaint of inaccurate cgm values was confirmed. It was reported that calibration was not performed accordingly, patient enter entered fingerstick values during error. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate if the glucose reading error symbol shows in the status area. However, a root cause for the reported inaccuracies cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log confirmed the reported event of a permanent out of range signal. A root cause could not be determined.